Event description:
In 2008, the pt reported that his infusion device was making a "little weak noise: while the piston rod retracts. He stated that on one occasion the piston rod stopped during retraction and resumed and continued to make an abnormal noise. The infusion device then displayed e10 (cartridge error). To troubleshoot, the pt was instructed to perform the cartridge change procedure and the infusion device continued to make the abnormal noise and e10 was displayed. No physiological effects were reported. The pt was advised to switch to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.